Event description:
Consumer called to report her daughter's meter readings are showing over 400 at times. No consistent with how she feels. Analysis run on consensus error grid using mean reading (263) as ref. Point vs. Bd readings (94, 431) yielded data points in the c range of the grid, outside of acceptable limits.